Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the death. Per the pdrn, the cause of death is cardiac related. Pd survival remains poor. Cardiovascular disease accounts for most deaths, and dialysis patients have many traditional and non-traditional cardiovascular risk factors. Based on the available information and no allegation or evidence of a device malfunction, the liberty select cycler can be excluded as the cause of the patients death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to their liberty select cycler. Additional information was obtained through follow-up with the pd registered nurse (rn). The patient was at home in treatment connected to the liberty select cycler on (B)(6) 2021 when he was found deceased. The patient was not transported to the hospital. The pdrn stated the patients death was cardiac related. The patient was diagnosed with covid-19, was in acute congestive heart failure, and recently (date unknown) suffered a myocardial infarction (mi). Per the pdrn, the mi and the patient death were unrelated to use of the liberty select cycler, pd therapy, or other fresenius product(s).

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to their liberty select cycler. Additional information was obtained through follow-up with the pd registered nurse (rn). The patient was at home in treatment connected to the liberty select cycler on (B)(6) 2021 when he was found deceased. The patient was not transported to the hospital. The pdrn stated the patient¿s death was cardiac related. The patient was diagnosed with covid-19, was in acute congestive heart failure, and recently (date unknown) suffered a myocardial infarction (mi). Per the pdrn, the mi and the patient death were unrelated to use of the liberty select cycler, pd therapy, or other fresenius product(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed without failures. The cycler underwent and passed a catch-post hipot test, a patient hipot test, system air leak test, valve actuation test, patient pressure sensor calibration check, a load cell verification test, and a current leakage test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover under the pump and on the inside of the top cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.